Event description:
Boston scientific crm received information that during the implant procedure of this implantable cardioverter defibrillator (ICD), the physician experienced difficulty inserting the chronic right ventricular (rv) defibrillation lead into this device header. Several attempts were made. The rate/sense pin popped out of the port (piston effect) repeatedly and a secure connection could not be established. Sterile water was used without success and mineral oil was suggested. However, the physician elected to implant a new device. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at boston scientific, crm's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The rv outer port is in specification and spring connectors meet specification. The set screws were visually inspected and all operate normally. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. Analysis could not confirm the reported clinical observations.